Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was displaying a "check water trap" error message. The customer also reported that the unit stopped measuring co2 readings. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: as the gf-210ra was not returned for evaluation, root cause cannot be determined. Based on the operator's manual, the cause of gas check watertrap error message is related to improper setup of the device or use of an unspecified sampling line. Additionally, known causes for no readings are related to incorrect settings or use error. The customer failed to respond to follow ups to resolve the issue. It is likely that the customer was able to resolve the issue without nk assistance. No further issues were reported with the device. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that the multigas unit was displaying a "check water trap" error message.

Manufacturer narrative:
The customer reported that their multigas unit is displaying a "check water trap" error. The customer also reported that the unit stoped measuring co2 readings. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their multigas unit is displaying a "check water trap" error.